Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Inserted a water test reservoir, and programmed several boluses and primes. All were delivered properly. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not working and the insulin was not passing correctly. Customer stated that when she enters her blood glucose and carbs, it is not sending the insulin. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer's current blood glucose is 137 mg/dl. Customer reported having symptoms of high blood glucose such as itching in the body and a headache. Customer treated with the insulin pump. Customer stated that the drive support cap is sticking out but she has not received any alarms. Customer stated that this has been happening for a week. Customer's highest recent blood glucose was 260 mg/dl. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.